Manufacturer narrative:
Eval results indicated that the event was attributed to disassembly of the deive by the user. After dismantiling of the instrument, a critical component was lost and not re-assembled to the device.

Event description:
The positioner will not properly hold the flange or trial shells. There was no adverse consequence for the pt or delay in surgery or anesthesia time.